Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, when they opened the procedure set during preparation for the procedure, white residue was noted outside the cassette assembly pack as well as inside the packaging where the drain bag is placed. The reporter described that the residue looked like a film all over the packaging. The procedure was completed successfully with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis of the returned genesys hta procerva procedure set revealed the presence of a white-colored, brittle, flaky, crystalline material of various sizes adhering to the inside parts of the tray, drain bag, and cassette assembly. There was no fluid residue inside the returned cassette and adhesive residue around its edges indicate it was sealed properly during manufacturing. The material was analyzed by the materials, testing, analysis and characterization (mtac) group and it was determined to be salt (nacl). Saline is used by the device for ablation procedures and it is likely that the salt residue was caused by the use of saline. It cannot be determined definitively whether the cassette was exposed to saline; therefore, the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, when they opened the procedure set during preparation for the procedure, white residue was noted outside the cassette assembly pack as well as inside the packaging where the drain bag is placed. The reporter described that the residue looked like a film all over the packaging. The procedure was completed successfully with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fine.